Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) catheter was opened and never used because there was a visible kink in it. The date of the event is unknown. There was no patient involvement as this was discovered prior to use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) catheter was opened and never used because there was a visible kink in it. The date of the event is unknown. There was no patient involvement as this was discovered prior to use.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) catheter was opened and never used because there was a visible kink in it. The date of the event is unknown. There was no patient involvement as this was discovered prior to use.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood was visible. Two kinks were found on the catheter tubing approximately 40.9cm and 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation confirmed a kink in the catheter. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) catheter was opened and never used because there was a visible kink in it. The date of the event is unknown. There was no patient involvement as this was discovered prior to use.